Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. The kink and shaft separation were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the (B)(4) xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a concentric lesion in the proximal left anterior descending artery with mild tortuosity and moderate calcification, a 2.75x38 rx xience prime stent delivery system (sds) was advanced; however, resistance was met with the lesion during the attempt to cross. Reportedly, the physician pushed the catheter and the hypotube (30 cm distal to the proximal end) kinked and then separated. Reportedly, the sds was simply withdrawn from the patient anatomy. A new stent was advanced and deployed to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.